Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a tear in the extension leg was confirmed. One 4fr d/l powerpicc provena was returned for investigation. Evidence of use was observed on the sample. Debris was observed on the clamps. Residue, which appeared to be from a dressing, was observed on the extension legs. The printing was worn from the extension legs. A breach was observed in the extension leg at the distal end of the red luer adaptor. A microscopic examination of the adjoining surfaces of the breached extension leg revealed a rough and jagged surface. A lot history review (lhr) of rebq2477 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was leaking at the red hub connection. No other information was provided.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Event description:
It was reported that the PICC was leaking at the red hub connection. No other information was provided.